Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not allege a product performance issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that this annuloplasty band in the mitral position was was explanted and replaced immediately post implant due to a failed mitral valve repair. The band was explanted and replaced with a bioprosthetic mitral valve. No adverse patient effects and no device performance allegations were reported.